Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition with less than two seconds of asystole. It was noted that intravenous antibiotics were administered. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.